Event description:
Reporter indicated that the patient had been recently hospitalized due to having 2 seizures one day, and another the next day. The physician asked that a company representative come to check the patient's device for proper functionality, but before this meeting could be set up, the patient was discharged and scheduled to see a local neurologist that deals with vns therapy. However, the physician at the hospital was not willing the share contact information for the neurologist, therefore no further information could be gathered. Due to a lack of information, the relationship between the increased seizure activity and vns therapy, cannot be determined.